Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2; -9.5/1.0/081 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021, the lens was explanted due to the patient experienced foreign body sensation. The problem was resolved. The cause of the event was reported as unknown; but noted the device did not fail to perform and "patient complaints of foreign body sensation".